Event description:
The customer reported communication failures. The field engineer reported that the system locked up when the error messages appeared. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.